Event description:
Healthcare professional reported left side rupture, "enlarged lymph node", "silicone lymphadenopathy", "inflammation", "breast mass", "capsular construction" baker grade unknown, and "deformation". Healthcare professional also reported "papillary area skin malignant tumor" and "tumor recurrence of paget´s disease", which are not device-related. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "silicone lymphadenopathy"; rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Varied injuries: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Other-medical: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. As per the investigation procedures, non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, "enlarged lymph node", "silicone lymphadenopathy", "inflammation", "breast mass", "capsular construction" baker grade unknown, and "deformation". Healthcare professional also reported "papillary area skin malignant tumor" and "tumor recurrence of paget´s disease", which are not device-related. The device has been explanted and replaced.